Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral breast cancer postoperatively. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, it was found that additional information regarding the patient was omitted from the previous report. Manufacturer's reference number: (B)(4) the patient identifier is d.s. The relevant field has been updated.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2023, it was decided to remove clinical code "neoplasm malignant" and add "breast cancer" to more accurately capture the reported event, and per correct codification. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4). Clinical code under h6 updated.

Manufacturer narrative:
On 27-sept-2021, the suspected medical device was returned for evaluation. On 5-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).